Manufacturer narrative:
The insulin pump was received with broken case also, missing the electronic assemblies, battery tube, vibrator motor and lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his son's insulin pump fell into the lawn mower and cannot be used. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.